Event description:
It was reported that the patient received inappropriate therapy. Lead noise, and a decrease in r-wave amplitude were noted. Chest x-ray revealed lead dislodgement into the atrium due to twiddler syndrome. Lead was explanted and replaced when repositioning was unsuccessful. Patient was in stable condition post-procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description: analysis was normal. No anomaly was found.